Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced dyspneic and was shocked. Upon review, it was noted that the patient was in ventricular tachycardia and was treated with atrial tachycardia pacing (atp) and 2 shocks failed. The patient is going to be admitted to the hospital. Currently, this product remains in service and no additional adverse patient effects were reported.